Event description:
It was reported that this pacemaker exhibited high pacing impedance out of range measurements on the right atrial (ra) lead, triggered to lead safety switch from bipolar to unipolar mode. Upon review, it was noted a gradual rise for one year ago. No events with oversensing and noise were noted. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no adverse patient effects were reported.